Event description:
During CT-guided core needle biopsy - needle fragmented while obtaining specimen and retained into the bone. Stat orthopedics consult was called, was immediately available and came to take out the retained specimen during the procedure. At conclusion of the case there was no residual foreign body. Patient was sedated during the entire time under care of dept of anesthesia.CT scans of the imbeded needle fragments were taken.======================manufacturer response for bone biopsy kit, bonopy bone biopsy system (per site reporter).======================md and interventional radiology representative spoke with vendor rep. Vendor rep aware of incident. The needles were disposed of however.